Event description:
It was reported that the pulse generator tripped elective replacement indicator on (B)(6) 2010 but battery data on (B)(6) 2010 was 2.76 v, 9 ua, less than 1 kohm. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.